Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no restart error during a sensor session. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. An early sensor expiration was observed in the data. The sensor was inserted into the leg on (B)(6) 2019. It was indicated that alternate site insertion occurred, which is off label usage of the device.